Event description:
It was reported that the patient deceased from septicemia. Additional information was not available at this time. There is no known allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).